Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had low blood glucose, paramedics were contacted and they were hospitalized. The customer stated this incident occurred about a year in a half ago. The customer stated they were at work, she went low and paramedics were contacted. The customer's blood glucose at the time of hospitalization was 60mg/dl. Customer stated she took insulin to eat lunch, continued to get interrupted and was unable to eat properly. The customer then went low even though she had taken the insulin. The customer stated she went low because she had too much insulin and not enough food. She already treated with bolus.